Manufacturer narrative:
Please disregard the previously submitted MDR manufacturer report number 2016493-2120-00556 as it was verified with the customer that the suspect instrument serial number (B)(6) (reported in regulatory agency ref. Number: 3301250000-2020-8006) was involved in only one event that was already captured in this manufacturer report number 2016493-2020-00391.

Event description:
It was reported that few seconds after programming vasopressin 9ml/hr, levophed, and phenylephrine infusions, the pc unit alarmed "system error" and provided an error code 255-4-275. A replacement device was obtained and there was no patient harm. The event occurred in surgical intensive care unit (sicu). The involved device was sent to biomed shop. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "nurse found one of her pumps and all 3 channels read "system error." The error code was 255-4-275. The channels were still infusing, however, nothing could be altered on the pump. The nurse called other team members to bring a new pump and medication by medication replace what was running m the old pump to the new pump."

Manufacturer narrative:
Additional information: e4. The report of a system error was confirmed during log review ¿ the pcu error log showed ten (10) instances of 800.8000 being recorded on the reported event date, all with a time stamp of 8:51 am. ¿ the pcu event log showed that the pcu had four (4) devices actively infusing on the reported event date. There was no record of error, disconnect, or powering down between the reported event date and when the pcu was powered on during investigation. ¿ software engineering could not confirm a root cause for the malfunction based on log review. ¿ inspection of the pcu showed that a third party battery was installed. ¿ testing of the pcu found no errors or malfunctions. ¿ though requested, the devices attached directly to the pcu were not returned for investigation. Log analysis: the customer reported an event date of (B)(6) 2020. Review of the pcu event log showed that the pcu had been in use for more than six days prior to the event date and the most recent power on had been overwritten. Events recorded prior to the software malfunction could not be confirmed as related to the event. There were no recorded errors, disconnects, or powering off in the event log on the event date. On the reported event date, the pcu had four (4) lvp¿s attached and actively infusing at the time the 800.8000 errors were recorded in the error log. The root cause of the system error could not be identified. Device history review: review of the source device (sn (B)(6)) service history record showed a manufacture date of 09/04/2009. A review of the device service history record was performed beginning from the date of manufacture to the present date (04/27/2020) and indicated that this device has been previously returned two (2) times for service unrelated to this complaint. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that few seconds after programming vasopressin 9ml/hr, levophed, and phenylephrine infusions, the pc unit alarmed "system error" and provided an error code 255-4-275. A replacement device was obtained and there was no patient harm. The event occurred in surgical intensive care unit (sicu). The involved device was sent to biomed shop. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "nurse found one of her pumps and all 3 channels read "system error." The error code was 255-4-275. The channels were still infusing, however, nothing could be altered on the pump. The nurse called other team members to bring a new pump and medication by medication replace what was running m the old pump to the new pump.".

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Race and ethnicity: unknown.

Event description:
It was reported that few seconds after programming vasopressin 9ml/hr, levophed, and phenylephrine infusions, the pc unit alarmed "system error" and provided an error code 255-xx-xxxx. A replacement device was obtained and there was no patient harm. The event occurred in surgical intensive care unit (sicu). The involved device was sent to biomed shop.